Event description:
According to the reporter the surgeon used the device during a hysterectomy and a small amount of bleeding occurred around the seal. The seal was on a vessel that was less than 5mm in size. End tones, indicating a completed seal cycle, were heard. There was not a significant amount of bleeding. They exchanged the product for a new device and the new one worked fine. There was no pt injury.

Manufacturer narrative:
(B)(4). One lf1537 ligasure device was returned for eval. Visual inspection found no residual tissue between the jaws. The jaws were not locked when received. The handle was latched and unlatched without difficulty. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissues and all seal cycles were completed satisfactorily. The returned sample met specification as received by covidien and the report could not be confirmed.